Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the plunger was retracted, only one link was retrieved; a cuff miss occurred. The device was rewired and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found it was deployed with blood present in the device. The cuffs, link, and suture with the posterior needle tip were not returned. The plunger being returned without the anterior cuff attached to the needle tip indicates a cuff miss may have occurred. The sheath, guide, foot, and lever were normal and undamaged. The posterior and anterior foot was examined for needle strike marks and none were detected, indicating the needles were deflected outside of the foot pocket. The complete suture was returned suture pulled. The original plunger was re-inserted into the device to test the needle trajectory, depth and mandrel travel and the results were acceptable. These findings are consistent with and confirm the reported needle to cuff miss event. Based on the investigation findings, the most probable root cause for the anterior cuff miss and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with the anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.